Event description:
It was reported that there was no display while the external pulse generator (epg) was in use. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event. It was noted that a cable assembly was replaced. (B)(4).